Event description:
The customer reported that during the procedure, a piece of silicon peeled off from the electrode. The customer has not provided any additional information. It is unknown if the piece fell into the patient cavity.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.